Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred. There was no reported impact to customer's blood glucose level. The reported issue occurred in the past; therefore, troubleshooting was unable to be performed.